Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that only part of the electrode stuck out when the customer removed the sensor. The greenlight flashed 6 times when the recorder was connected but the data was not recorded. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and used enlite sensors showed that they are functioning properly and passed all functional testing. However, one of the two sensor was received with the sensor cannula retracted inside of the sensor base, no broken or missing parts were observed during our analysis. Unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.